Event description:
It was reported that the pump shut off unexpectedly. It was also reported that the pump was "difficult to turn on". Customer resumed insulin delivery successfully. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.